Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were trying to charge their ins and the white part blinked non-stop. The patient mentioned they hadn't used the device for probably 3 months or a little further, and only experienced the issue when they tried to recharge yesterday. No troubleshooting was made during the call as the patient didn't have the external devices with them. The patient suspected that the charging cable for the wireless recharger must have been damaged, as they noted that they would need to twist it before it worked to charge. Additional information was received from the patient. They called back and repeated the previously reported issue. The patient confirmed they received the recharger cord, however, the issue was still happening. The patient was instructed to reset the recharger but there was no response from the recharger and it wouldn't power on as well.